Manufacturer narrative:
The customer¿s report of a cracked set was not confirmed; however, a separated set was confirmed. There were no physical cracks observed on the returned sets or their components. A separation was noted at the engagement between the vented spike and the upper fitment. Visual inspection of the vented spike and upper fitment engagements showed signs of insufficient solvent. Functional testing was not performed due to the obvious damage. The root cause for the separation was insufficient solvent having been applied during the assembly process.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set cracked after accidently hitting it with hand, and lipid syringe hit floor during an infusion of lipids via a 60cc syringe. There is no report of patient harm.